Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was severely angulated. It was reported that the bifurcated stent graft was deployed low to begin with perhaps intentionally due to the angled aortic neck. Two aortic cuffs were then implanted and extended up to the level of the renal arteries. At the 1 year follow-up, there was a separation between the bifurcated stent graft and the aortic cuff. The physician has elected to repair the separated components by placing an aortic cuff to bridge the gap; however, information has been provided indicating that has not been performed with an aneurx device. No additional clinical sequelae were reported.

Manufacturer narrative:
.